Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 06/04/2026 and 06/09/2026. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient reported continuous high readings from dexcom of 400 mg/dl since the day that sensor was inserted which was at (B)(6) 2026. She suspected that it was giving her false readings because when she felt hungry, the readings was not going down. On (B)(6) 2026, she had doctor's appointment for her check-up. The doctor performed one fingerstick test with a reading of 400 mg/dl while her dexcom was showing her 300 mg/dl. She was advised by her doctor to increase her usual insulin shot from 10 units to 12 units to be taken only before bedtime daily but no treatment made during her check-up and no symptoms mentioned during this day. When she went home, she took her insulin shot of 12 units before bedtime as advised by her doctor. However, she still noticed that dexcom readings continuously gave her same reading of 400 mg/dl upon checking her trend graph and only received one cgm reading for 391 mg/dl and went back again to 400 mg/dl throughout the sensor session. On (B)(6) 2026 she had her second appointment with the same doctor for her bloodwork and her dexcom readings was still showing high reading alert. During this time she suddenly felt dizzy, nauseous, almost about to collapsed and passed out. When she checked her cgm it showed her high so her doctor helped her check it with one fs and her number was 500 mg/dl. So her doctor advised increasing again her insulin shot from 12 units to 15 units to be taken the same time right before bedtime but there's no treatment made during her check-up. After her bloodwork during the day, she felt fine but still her dexcom readings didn¿t change until she went home. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. On (B)(6) 2026, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. On (B)(6) 2026, the reported glucose values fall within the b zone of the parkes error grid. Also on (B)(6) , after taking insulin, the reported glucose values fall within the a zone of the parkes error grid. On (B)(6) 2026, the reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.